Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around noon, the patient was alone driving from work. While driving, he received an alarm on the dexcom saying he was high (no specific value reported). He gave himself a corrective insulin. He was not able to check a manual bg because his bg meter was at home. After a while, the patient stated he felt symptoms of hypoglycemia. He was sweating and had chills and went to the emergency room. At the ER, the cgm was showing 105 mg/dl but the bg was 39 mg/dl. The patient was treated with an IV medication and after two hours, the patient¿s bg stabilized to 189 mg/dl. The patient was released from the hospital and was in the hospital from 7:00pm to 11:00pm. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e2304 chills diabetes mellitus is a known cause of hypoglycemia.